Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the pipeline (tubing). This occurred during prime for automated peritoneal dialysis (apd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection and functional testing were performed which observed a leak from a small cut on the tubing close to the tack weld. The reported condition was verified. The cause of the leak was undetermined; however, it is possibly due to a sharp object. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.